Event description:
It was reported that the during generator change procedure, the set screw of the pacemaker (pm) was stripped, and the left ventricle (lv) lead was unable to be removed from the header of the pacemaker. The pacemaker was explanted and replaced with a new pacemaker on (B)(6) 2024. Additionally on (B)(6) 2024, the lv lead was capped and replaced with a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the setscrew could not be turned to loosen it to remove the lead was confirmed. Final analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench can only strip portions of the inset it comes in contact with. The calcified blood was removed in the lab. Then a wrench could be inserted to engage the setscrew to untighten it. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.